Manufacturer narrative:
Block h6: imdrf device code a0414 captures the reportable event of stent barb torn material. Block h11: a flexima plus biliary stent was received for analysis; the suture was not returned. Visual inspection found that the stent barb and the push catheter suture hole were torn. The guide catheter was kinked, and the guide catheter cap was detached. No other problems were noted with the device. Product analysis confirmed the reported events of stent barb torn material and suture deployment issue. The investigation concluded that the reported and observed events could have happened as a result of difficulties when trying to deploy the stent, if the device had pressure when trying to deploy the stent, possibly due to the physician's technique, it is most likely that the device could not deploy the stent and damaged the guide catheter. Moreover, the force applied to the guide catheter cap in order to deploy the stent was most likely the reason why the guide catheter got detached, by trying to be released from the delivery system unsuccessfully and therefore getting detached. The guide catheter was also kinked, this most likely happened due to the force applied when it was felt that the stent was not being deployed. This could have also happened due to the complications that could have appeared during the procedure, making the guide catheter unable to handle the amount of pressure that was being used on it. If the device was not deploying the stent, there is a possibility that the same force applied when trying to deploy the stent made the push catheter suture hole get torn by the suture also getting it detached as well as getting the stent barb torn. Therefore, a review and analysis of all available information indicated that the most probable cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that an flexima biliary stent was used in the common bile duct during an endoscopic biliary stent placement procedure performed on (B)(6) 2024. During the procedure, the suture could not be unfastened and there was a damage in the flap. The procedure was completed using another of the same device. There were no patient complications reported as a result of this event. - device analysis: a flexima plus biliary stent was received for analysis. Visual inspection found the stent barb and push catheter suture hole were torn, the suture was not returned, the guide catheter was kinked and the guide catheter cap was detached. No other problems were noted with the device.

Event description:
It was reported to boston scientific corporation that an flexima biliary stent was used in the common bile duct during an endoscopic biliary stent placement procedure performed on (B)(6) 2024. During the procedure, the suture could not be unfastened and there was a damage in the flap. The procedure was completed using another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0414 captures the reportable event of stent barb torn material.